Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an integrity bare metal stent to treat a moderately tortuous and calcified lesion in the mid left anterior descending (lad) with 90% stenosis. No other abnormalities were reported in relation to anatomy. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected, with no issues found. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously-deployed stent, resistance was not encountered when advancing the device. It was reported that there was no alleged product issue but the stent was used past its expiration date. The hospital carries consignment of integrity and currently do not have a signed consignment agreement. It was reported that routine expiration checks are carried out at the account but may have not have been the case for this event. No issues were noted during the procedure. Post procedure the patient was treated with medication. Patient is doing well - no injury.